Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3093-28, lot # v218120, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that a patient slipped and fell on concrete and felt like the device had moved. Both the implantable neurostimulator (ins) and the programmer had not worked since (B)(6) 2015. The poor communication screen was seen on the programmer. Currently the patient felt stimulation like it was on, but she wanted to increase it and couldn¿t. The patient wanted to have a head MRI but was turned away from the MRI center as there was no telemetry with her ins. Three days later, it was confirmed that the ins was unresponsive. The patient had a return of symptoms and it was unknown when this occurred. The ins appeared to be depleted and there were no longevity concerns about the battery life. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.